Event description:
A pt reported experiencing inaccurate low results with a otbe meter. The pt's blood glucose results were 62mg/dl, 28mg/dl. Tests were done within <10 minutes with a difference of 30mg/dl. Pt did not experience any adverse events. No further info has been reported. Note - customer cleaning meter incorrectly.